Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced inappropriate shocks while staying at hospital overnight post procedure. Upon interrogation, high pacing impedance and noise were observed on the right ventricular (rv) lead. It was suspected that the rv lead may not be seated fully in the implantable cardioverter-defibrillator's header or the set screw was loosed. It was unable to confirm via chest x-ray. The patient was brought to the lab to retighten the set screw and the physician believed that he did not tighten it right enough at implant. Tug test and lead manipulation showed no lead issues with noise or impedance. The patient's condition was stable throughout.